Event description:
It was reported (per customer letter) that the flange separated from the tracheostomy tube and came out of the patient's stoma with one (1), size 8lpc device. The device had been in use approximately on (1) month when the problem was detected. There was one (1) patient involved and the trach tube had to be changed-out. No patient injury sustained. The device was returned to the manufacturer for decontamination, analysis, and investigation. Evaluation of the returned device revealed excessive wear and a slight perpendicularity non-conformance between the flange and the outher cannula. This may have occurred when the customer reportedly put the tube back together.no other defects were observed.